Event description:
Information was received from healthcare provider regarding a patient receiving unknown baclofen (concentration 2000mcg/ml) via an implantable pump. The indication for use was intractable spasticity. It was reported that the caller, a physician, stated that the patient had an infection (osteomyelitis, sepsis) in 2019. The caller stated the pump was discontinued at this time. Now the pump was alarming end of service (eos) at the expected time and they were wondering how to turn the alarm off. The manufacturer's technical services specialist (tss) discussed following screen prompts to permanently end the alarm. Tss also discussed what they meant by discontinuing the therapy/pump in 2019. The caller did not have this history. Tss discussed with the caller to get more history based on the fact that the pump was stopped now and if they were receiving any dosing, it now was abruptly stopped (intrathecal baclofen withdrawal concerns). The caller stated that the patient has no intrathecal baclofen withdrawal symptoms now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.